Manufacturer narrative:
The device has not yet been received by the manufacturer, so the investigation has not yet begun. A follow up report will be submitted if the product is received, and if the investigation results require.

Event description:
It was reported that during a routine equipment evaluation conducted by the manufacturer's sales rep, a drill attachment heated up. This event did not occur during a surgical procedure, there was no patient involvement, no user injury reported, and no adverse consequences alleged.